Manufacturer narrative:
Device evaluated by MFR: an f/g, promus element plus,mr,ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 235mm distal to distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The <4mmx16mm, concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After predilation with a 2x20mm non-bsc balloon catheter, a 2.75x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion; however, the shaft kinked and broke in to two, disenabling further forward motion. The device was removed and procedure was completed with a 4x16mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The <4mmx16mm, concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After predilation with a 2x20mm non-bsc balloon catheter, a 2.75x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion; however, the shaft kinked and broke in to two, disenabling further forward motion. The device was removed and procedure was completed with a 4x16mm non-bsc stent. No patient complications were reported.